Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported by the patient's representative: left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture of an unknown side. The device remains implanted.

Event description:
Patient reported a rupture. Patient representative reported the affected side is left. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: device evaluation: analysis of the returned device identified: underweight, opening extended on radius and brown particles. A visual and microscopic analysis was performed which identified: sharp opening on radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on radius assessed as a surgical impact opening.